Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and because of that the insulin pump went blank immediately. Customer's blood glucose level was 129 mg/dl. Customer also states that insulin pump was vibrating without an alarm or alert. Troubleshooting was completed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and audio or beep anomaly noted. Device received with moisture damage on electronics and motor assembly noted.